Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d6b. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found threads from the head and body were damaged stripped. Broken area of a fragment of thread was also visible. Therefore, the reported condition can be confirmed. Broken fragment was not returned for analysis. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va lockscr 2.7 he 2.4 self-tap l20 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part # 04.211.020ts. Lot # 372l641. Manufacturing site: werk selzach logistik. Release to warehouse date: 14.feb.2025. Expiration date: 01.feb.2030. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.020. Non-sterile lot # 50319p9. Manufacturing site: werk selzach logistik. Release to warehouse date: 20.jan.2025. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an orif surgery for a proximal ulna fracture. The surgeon inserted the screw in question into the proximal hole of a va-lcp proximal ulna plate 8-hole using a screwdriver. During screw insertion, a metallic thread/string came out of the screwhead part. Therefore, a replacement screw was opened and used in the surgery. A metallic thread/string did not come out of the replacement screw. The surgery was completed successfully with no surgical delay. No further information is available.